Event description:
A customer reported a malfunction with their insulin pump displaying malfunction code 24, which was not resettable. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Tandem technical support resolved the issue by sending a replacement pump, instructing the customer on putting the malfunctioning pump into storage mode before returning it using a provided return box and pre-paid label. The customer understood the instructions and acknowledged the corrective actions.